Manufacturer narrative:
Follow-up #1 date of submission 11/17/2015. Device evaluation:the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: a review of the black box data showed no activity related to the reported issue. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump¿s piston was able to rewind and advance fully. The pump was exercised for 24 hours with no alarms occurring. The complaint was not duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.